Event description:
During the follow-up on (B)(6) 2015, an erratic battery curve was displayed. The device was reinterrogated one hour later, and the behavior was reportedly back to normal.

Event description:
During the follow-up on (B)(6) 2015, an erratic battery curve was displayed. The device was reinterrogated one hour later, and the behavior was reportedly back to normal.